Manufacturer narrative:
Initial

Event description:
It was reported that the ilet experienced persistent charging difficulties in which the device would not accept charge until the battery fully discharged, sometimes requiring up to a day to recharge, which led the user to revert to subcutaneous insulin via pen to manage elevated blood glucose; the device indicated a low battery alert and the problem was associated with premature battery depletion and the battery component. Symptoms included hyperglycemia with a highest reported blood glucose of 312 mg/dl and headache. Outcomes included a delay to insulin therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.